Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), non capture was observed with high thresholds  noted in multiple positions, prior deployment attempt. It was opted to place device to due prolonged procedure time. Once the tether was cut the leadless ipg dislodged. A snare was used to remove the leadless ipg. A single chamber transvenous system was then placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra, d4: model :mc1vr01-delsys / serial#: (B)(6), d9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg exhibited pacing failure and a thrombus may have been noted on the delivery system or tether.